Manufacturer narrative:
(B)(6). The 510k: this report is for an unknown 4.5 cortical screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total knee arthroplasty (johnson & johnson) done in 1992, with the patella not done. On (B)(6)1998 the patient underwent revision of poly-17 millimeter johnson & johnson and patella, large for failed total knee arthroplasty. On (B)(6) 2003 the patient experienced painful right total knee and underwent revision of polyethylene liner and removal of osteophytes and medial femoral condyle. On (B)(6) 2015, the patient underwent an open reduction internal fixation (orif) of a right comminuted periprosthetic femur fracture above a total knee. A supracondylar 6-hole locking plate, one proximal 4.5 cortical screw, distal locking screws (quantity unknown), 5.0 locking screws (quantity unknown), and one 7.3 central locking screw were implanted. The x-ray showed appropriate position of the hardware and fracture. On (B)(6) 2016, the patient had a follow-up office visit for right total knee pain. He reported feeling popping in the knee with flexion; he has had this feeling since his periprosthetic femur fracture, which had healed. The pain was mostly anterior. On (B)(6) 2016, the patient was found to have a loose patella with a proud condylar plate. The patient underwent removal of one screw and grinding down of the lateral condylar plate to prevent impingement. The lateral condylar plate that had been used to repair the supracondylar fracture was impinging anterior to the flange of the femur because it was high riding. Once the locking screw was removed, the plate was burred down with a high-speed burr. On (B)(6) 2016 the patient was diagnosed with a nonunion of the right periprosthetic femur fracture. On (B)(6) 2016 the femoral plate and screws were removed following x-rays. This report is for an unknown 4.5 cortical screw. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Medical product. Therapy date of concomitant device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: depuy orthopedics p.f.c. Modular knee system curved tibial insert (cvd) (part# 98-4190, lot#24550a, quantity 1).